Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they did not have stimulation anymore since 5 week. The patient did not report any accident or fall. The integrity and position of the leads were confirmed by x-ray analysis. The battery state was ok. Despite increasing the amplitude and the pw, the patient does not perceive any stimulation. The impedance analysis showed that one/two electrodes used to deliver the stimulation had a very high impedance (5000ohms). No further complications were reported or anticipated.

Event description:
Additional information received reported that the patient experienced a lead break. The patient was scheduled to receive a new lead. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.